Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported device issue. Physio-control replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device reportedly failed to deliver defibrillation energy to a patient. The customer indicated that the first attempt to deliver defibrillation energy was at 300 joules and when the shock button was pressed, nothing happened. The customer then tried to deliver a shock at 150 joules and again, nothing happened when the shock button was pressed. Following the two failed attempts to deliver defibrillation energy, another attempt at 300 joules was attempted and energy was delivered successfully. The patient's rhythm was reportedly converted and they did survive the event. No additional information of the event has been provided to physio-control.